Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the colon to treat a colon cancer during a colonic stent placement procedure performed on (B)(6) 2024. During preparation, it was noticed that the stent was kinked, and the stent was not used in the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6); reported here as the initial reporter address exceeded character limit for the designated field. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: a wallflex colonic stent was received for analysis. Visual examination of the returned device found the stent fully covered and undeployed, and the stainless-steel handle was kinked. Functional inspection was performed by actuating the delivery system (slide the handle back along the stainless-steel tube), and the stent was deployed without problems. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent material deformation. The observed problem of stainless steel kinked, mostly occurred due to procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the observed problem. There is no indication of what the customer reported because there were no damages found as the stent was inspected. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the colon to treat a colon cancer during a colonic stent placement procedure performed on (B)(6) 2024. During preparation, it was noticed that the stent was kinked, and the stent was not used in the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.